Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.